Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with naked eye noted that the female connector was separated from the main body. The insert/chip was not present but there was evidence that it had previously been present on the female connector. There was a small amount of solvent on the inside barrel of the light blue main body component. The reported condition was verified. The cause of the condition was determined to be due to an insufficient bond during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was in use approximately 5 months. There was no patient injury or medical intervention associated with this event. No additional information is available.